Event description:
Info received indicates the manual CPR release is not working but the head section can be lowered using the siderail controls.

Manufacturer narrative:
The tech replaced the CPR valve to repair the bed.